Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure a 4.9 mm bolt self tapping was being inserted and the screw head broke off. The threaded shaft was left in the patient's bone.

Manufacturer narrative:
The manufacturing documents were reviewed, and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the locking bolt were checked and found that the depth of the pilot hole is out of specification. The depth of the hole was measured 3.9mm instead of 3.2mm as specified. The examination of the raw material inspection sheets and the manufacturing papers shows that the chemical composition, microstructure and mechanical properties of the plate are in compliance with ao/asif specifications and the international standards. The incorrect depth of the pilot hole could have had an influence on the stability of the screw head and possibly contributed to the complained malfunction.